Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations, similar failure has been noted when a metal instrument is bent and comes in contact with another metal instrument while drilling. No additional information about the device or associated devices during procedure has been provided. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A root cause cannot be determined for this failure from the information provided. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The instrument a 2.4 mm passing pin used for rigid loop acl reconstruction. When inserted into joint as per technique via an offset femoral aimer a spiral of metal was shaved from the pin into the joint. The majority of the metal was retrieved but there is evidence that some was embedded in the soft tissue. Surgery completed. 10 minute delay. Patient status at time of report, fine.

Manufacturer narrative:
(B)(4)

Event description:
The instrument a 2.4 mm passing pin used for rigid loop acl reconstruction. When inserted into joint as per technique via an offset femural aimer a spiral of metal was shaved from the pin into the joint. The majority of the metal was retrieved but there is evidence that some was embedded in the soft tissue. Surgery completed. 10 minute delay. Patient status at time of report, fine.